Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Vasospasm is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information that after the mechanical thrombectomy device was retrieved from within the m1 of left middle cerebral artery (mca) resulting in complete recanalization with 50% m1 stenosis. A competitor balloon was used to angioplasty the stenotic segment. A 10 mg of verapamil was also given. The follow up angiogram revealed thrombolysis in cerebral infarction (tici) 2b with less than 50% stenosis of the m2 origin. The mechanical thrombectomy device was placed once again in the m1 segment and removed. The follow up run revealed complete recanalization. Final run revealed tici of 2b, no vasospasm or dissection within the vessel. The procedure was completed with no complications and the patient was transferred in a stable condition.

Manufacturer narrative:
Correction: received the patient's nih stroke scale numbers which are different from what was initial reported.

Event description:
The patient's baseline nih stroke scale was reported be 18. Just prior to the mechanical intervention, the nihss was 23. At 24 hours, the nihss was 14. At discharge, the nihss was 4 and mrs was 4. At 90 day follow up assessment, the mrs was 1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.